Manufacturer narrative:
Upon reception, several interrogation tests were performed and no anomaly was observed. The reported issue could not be reproduced.

Event description:
Reportedly, the subject programmer is not functional. Interrogation attempts have been unsuccessfully performed with several different programming heads.

Manufacturer narrative:
B3: field (event date) was corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer is not functional. Interrogation attempts have been unsuccessfully performed with several different programming heads.

Event description:
Reportedly, the subject programmer is not functional. Interrogation attempts have been unsuccessfully performed with several different programming heads.